Event description:
Customer had 2 condoms to break during intercourse. She has seen a doctor to test for stis (blood sample).

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of suretex-(B)(4).